Manufacturer narrative:
Concomitant medical products: additional device: tge404015, lot # 13292646, UDI: (B)(4). It is not known which device, if either were associated with any aortic growth, therefore both are being investigated.

Event description:
The following information was reported to gore: on an unknown date, a patient underwent an open surgical procedure to treat the thoracic aorta. On (B)(6) 2015 a patient underwent a reintervention to treat a type a uncomplicated aortic dissection. The maximum aortic diameter was 57mm. Two conformable gore® tag® thoracic endoprostheses were implanted. On (B)(6) 2015 a CT revealed the maximum aortic diameter was 64mm. On (B)(6) 2015 a persistent type ii endoleak was noted. On (B)(6) 2017 a CT revealed the maximum aortic diameter was 70mm. The origin of the leaks was still unknown at this time, however back-bleeding from the intercostals and other thoracic branches was seen. Monitoring continued. On (B)(6) 2018 the patient underwent treatment of a distal thoracoabdominal graft anastomosis pseudoaneurysm with placement of a thoracoabdominal stent branch graft (non-gore)to the superior mesenteric and coeliac arteries. On (B)(6) 2018 the patient had an embolic cerebrovascular accident. Note this was more than 3 years following placement of gore devices. On (B)(6) 2018 a CT revealed the maximum aortic diameter was 74mm. The report also stated there is a known endoleak around the celiac axis from the fevar. On (B)(6) 2018 the patient had type 1 respiratory failure treated with medications and ventilation. On (B)(6) 2018 the patient expired due to extrinsic airway compression due to a pseudoaneurysm in the abdominal aorta. Note the patient was treated for dissection with gore devices. This event addresses aorta diameter growth only.

Manufacturer narrative:
Results code 1 updated: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion code 2: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to: endoleak and aneurysm enlargement.